Manufacturer narrative:
The returned device was evaluated and attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. The reservoir cap was deformed. The lead screw teeth appeared worn. It could not be determined if this damage affected insulin delivery while the pod was worn. The bottom two batteries were depleted. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother stated due to high bgs, the pod was removed from the infusion site (leg). As treatment, a new pod was applied and an injection of 3.5 units of insulin was delivered.